Event description:
The customer reported that the 840 ventilator stopped cycling while in u se on a pt. The pt was not harmed or injured as a result of the event. Covidien was not authorized to service the device. The hospital biomedical tech inspected the device and could not duplicate the reported failure. The unit passed extended self testing. It is not verified that the vent was inoperable, and that a malfunction occurred.